Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient was on narcotics for almost 10 years and no longer wanted to be on them. The patient had been in the hospital for 4 days in (B)(6) 2012 for a fracture in his arm. The patient was given narcotics at that time and stated he went through withdrawal once he was done was them. The patient also reported that there were other instances of withdrawal from narcotics within the past 10 years. The patient had the medications removed and stopped refilling the pump in (B)(6) 2012 because he did not feel it was helping him. The pump then began to alarm and the pump was turned off and was ¿permanently silenced¿ in (B)(6) 2012. The patient currently did not have medication in the pump and did not want to have narcotics put in the pump. The patient considered either having the pump removed or finding a physician who was willing to use non-narcotics in the pump. Prior to emptying the pump, the device delivered clonidine, baclofen, dilaudid and morphine. Patient outcome was not provided. A follow-up report will be submitted if new information becomes available.